Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting a loss of prime alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a review of the pump¿s history showed evidence of loss of prime warnings associated with occlusion, cartridge change, and no prime after reboot. During testing, the pump powered on normally and was able to pass the ez prime steps successfully. The pump was exercised for 24 hours with no loss of prime. The force sensor was found to be out of calibration. The pump cover was opened and no internal defects were found.